Event description:
The national agency for the safety of medicines and health products (ansm) notified olympus a customer reported the soltive premium superpulsed laser system probe broke and was not being recognized by the device. The issue was found during an unidentified, therapeutic procedure which required the probe to be replaced. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the malfunction reported by ansm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer's allegation could not be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Three attempts were performed to obtain additional information and the device itself, but no response was received from the customer. Olympus will continue to monitor field performance for this device.